Event description:
The customer's mother reported via phone call that the insulin pump would not turn on despite having five battery changes. The mother also reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. The customer's blood glucose was 223 mg/dl at the time of admission. The customer was not connected to the insulin pump at the time of hospitalization. The mother stated the customer was hospitalized because they were unable to treat the customer's blood glucose with the insulin pump. It was found the customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was also able to recover the customer's display by inserting a new battery. The insulin pump also passed a self-test during troubleshooting. The customer was advised to monitor the insulin pump while a replacement battery cap was being sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.